Event description:
Doctor said put the rumi tip on and in the patient. Patient had fibroids in the uterine cavity. During the case the metal tip was seen in the abdomen. The plastic rubbery soft tip peeled back so the inside metal tip was showing when pulled out. Rumi was pulled back and removed once we saw it. Very little bleeding occurred at the site in the abdomen.